Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet system, with cgm and device readings in the 300s mg/dl and a confirmatory fingerstick of 460 mg/dl, persisting for approximately eight hours despite a full supply change and no observed infusion set issues; the user later disclosed delivering a meal dose without eating to increase insulin and subsequently disconnected per clinician advice and used subcutaneous rapid-acting insulin to correct. Symptoms included high blood glucose without reported loss of consciousness, dizziness, or dka. Outcomes included use of backup therapy with self-administered insulin and clinical guidance obtained by phone. Investigation included review of device data and user report, education on appropriate use, and counseling regarding the risks of delivering a meal dose without food and its potential to suspend insulin after a low. Investigation of this case revealed no device alarms and no confirmed hardware malfunction, with user behavior identified as a contributing factor. It was concluded that the cause of the hyperglycemia was unclear, with contributory user dosing outside intended use and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.